Event description:
It was reported that pump "touchscreen not working well." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.